Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record being submitted to updated coding f10 and product investigation conclusion and coding: discomfort - 9069. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "implant pain" and "discomfort" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient fell and hurt their back on (B)(6) 2025. The implant is working fine post-fall, and stimulation was left on; however, the patient has pain in his back around the battery site. Patient is taking over-the-counter pain medication and icing his back, which has helped alleviate some of his discomfort and pain. It was recommended to the patient to schedule a follow-up appointment with their implanting physician to assess the ins. The patient has a follow-up appointment with their physician on (B)(6) 2025. The patient has been prescribed tylenol and a muscle relaxer to help resolve lower back strain. The representative will follow up with the patient after the appointment.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient fell and hurt their back on (B)(6) 2025. The implant is working fine post-fall, and stimulation was left on; however, the patient has pain in his back around the battery site. Patient is taking over-the-counter pain medication and icing his back, which has helped alleviate some of his discomfort and pain. It was recommended to the patient to schedule a follow-up appointment with their implanting physician to assess the ins. The patient has a follow-up appointment with their physician on (B)(6) 2025. The patient has been prescribed tylenol and a muscle relaxer to help resolve lower back strain. The representative will follow up with the patient after the appointment.